Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was reportedly found semi-conscious in the car due to hypoglycemia while the egv was 100 mg/dl. A bystander called ems. The bg was 70 mg/dl and the egv was still 100 mg/dl. According to the report, the emt did not provide any medication to the patient. The patient was transported to the ed, suddenly felt ok, and was fully conscious. They checked the fs at the hospital and it was 92 mg/dl and the egv was not remembered, but was reportedly a normal reading. The patient underwent blood and urine testing to evaluate the mental status changes, as it was reportedly believed that hypoglycemia was not the sole cause. There was reportedly no medication provided at the hospital as well. The patient was discharged after 6 hours and was feeling all good at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and found no damage. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).